Manufacturer narrative:
There was no malfunction of the device. .

Event description:
It was reported to philips that the heartstart xl defibrillator 200j output was found to be low during preventative maintenance. There was no patient involvement.